Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted. Medical conditions: there was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. As a result of the symptoms, she is hindered in her normal daily functioning and she suffers damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. 08-mar-2023: ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. As a result of the symptoms, she is hindered in her normal daily functioning and she suffers damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("fainted from intense abdominal symptoms") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Medical conditions: there was no information on the patient's medical history or concurrent conditions. On (B)(6), 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), syncope ("fainted from intense abdominal symptoms"), thyroid disorder ("thyroid problems"), urticaria ("hives"), mood swings ("intense mood swings"), paraesthesia ("occasionally at night, tingling in right leg") and hypoaesthesia ("I still have a strange sensation in the right leg (falls asleep)") and was found to have hormone level abnormal ("hormones out of balance"). The patient was treated with thyroid therapy and antihistamines as well as surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, syncope, thyroid disorder, hormone level abnormal and mood swings had resolved and the paraesthesia and hypoaesthesia had not resolved. The outcome of urticaria was unknown. The reporter considered abdominal pain, hormone level abnormal, hypoaesthesia, mood swings, paraesthesia, syncope, thyroid disorder and urticaria to be related to essure administration. The reporter commented: intense abdominal symptoms, hormones out of balance and mood swings recovered after essure removal. No hospitalization 1 time urgent care, fainted from the abdominal pain. Treatment in neurology department thyroid. Hormone consultant to get hormones in balance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: follow-up: patient´s date of birth added. Essure was implanted for contraception. The patient experienced intense abdominal symptoms, fainted, thyroid disorders, hives, hormone imbalance, mood swings, tingling in right leg and right leg fall asleep. Event medical device removal was deleted. After essure removal the patient recovered from almost all events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.